Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display and battery out limit. The customer's blood glucose value was 180 mg/dl. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that display did not return after insulin pump restart. Customer stated screen was flashing and change the battery got blank display. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.